Event description:
Treatment of a right cavernous (cav) aneurysm. Post pipeline procedure, it was reported that the patient's eye pressure was normal, but she had a decrease in vision. Angiography showed that the aneurysm was about 90% thrombosed. The physician noted that the patient was put on corticosteroids during the procedure, but the dosage has now been decreased. It was reported that the patient's visual deficits were improving and she was in stable condition.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).